Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external device. The patient reported they had been having issues with their handset connecting to their pump since this morning. Agent reviewed how to clear data from the app and confirmed they were able to connect to the pump without issue. Patient would call back if further assistance was needed.